Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported during the insertable cardiac monitor implant procedure, the device was able to interrogate pre-implant; however, the device failed after implant with multiple attempts. All bluetooth enabled devices were turned off and the device was interrogated successfully. The patient was stable.